Event description:
Asr revision; asr resurfacing; left; reason(s) for revision: pain. Update received: (B)(4) 2014 - added patient ID (initials): am, added patient age: (B)(6), added patient gender: male, added hospital: (B)(6) hospital, (B)(6), left note and added (B)(4)reference number.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.